Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the nurse was experiencing problems with the hand held computer. The site noted that when the hand held was placed onto the charging cradle, the hand held would not remain in the cradle and would fall out. In addition, it was reported that the cable connection into the hand held was loose. The manufacturer rep traveled to the site to troubleshoot and identified that the charging problem was due to the charging cradle and it appeared to be broken. The hand held battery was depleted, and as a result, the manufacturer rep was not able to perform add'l troubleshooting on the programming system to identify if there were any add'l issues with the serial cable. The charging cradle was discarded, and is therefore not available to be returned to manufacturer for analysis. Good faith attempts to obtain add'l information from the site are underway.